Event description:
The patient presented at the hospital due to palpitations. The device was unable to be interrogated and found to be in backup mode. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of reset was confirmed in the lab. Interrogation of the device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the reset is a por due to the battery voltage being below the eol voltage.